Event description:
Info received indicates the left and right brake casters are not locking and they continue to roll with the brake set.

Manufacturer narrative:
The technician replaced the left and right brake casters to repair the bed. The bed was tested and passed inspection.